Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the jagwire was inserted through the swing tip catheter towards the ampulla and in to the common bile duct, it was noted that the hydrophilic tip of the jagwire was damaged exposing the corewire tip. The hydrophilic tip went the opposite way from the ampulla. The hydrophilic tip was then retrieved using forceps. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the jagwire was inserted through the swing tip catheter towards the ampulla and in to the common bile duct, it was noted that the hydrophilic tip of the jagwire was damaged exposing the corewire tip. The hydrophilic tip went the opposite way from the ampulla. The hydrophilic tip was then retrieved using forceps. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A visual analysis was performed and revealed that the pebax section was damaged, exposing the corewire tip. The distal tip was damaged approximately 1.5 cm from the distal end. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. The returned unit was consistent with the complaint that the distal tip was damaged exposing the corewire tip. It is possible that unstated procedural and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, ¿operational context¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A labeling review performed and no anomaly was found.